Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that all instruments were intermittently tracking during a case. The representative reported upon introducing each new instrument, the spine reference frame would go towards the left of the screen and then the camera needed to be re-adjusted for the spine reference frame to go back to normal in the tracking window. The representative reported they were able to were able to get through the case, re-positioning the camera every time a new instrument was introduced. The representative reported  just the camera was re-positioned each time and the software was not touched. There was no reported impact to patient outcome, and no reported delay to procedure. After the case was over further troubleshooting was performed. The representative could not replicate with the tracker and the reference frame that was not used in the case. Could not replicate with the tracker, reference frame, and tap that was used in the case in instruments screen.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: sw kit 9735740 stealth s8 spine 1.2.0 h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the navigation system. The rep tested all camera components and no issues were noted. Codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: serial/lot #: unknown, h2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The case details were reviewed. According to the case description, all the instruments were intermittently tracking during the case. Each time a new instrument was introduced, the spine reference frame shifted to the left on the screen. To resolve this, the camera had to be re-adjusted to bring the spine reference frame back to normal in the tracking window. This process was repeated every time a new instrument was introduced. The software remained untouched, and the team managed to complete the case by continually repositioning the camera. Based on the information provided, the issue was likely related to a line-of-sight obstruction, requiring frequent camera repositioning to maintain tracking. However, logs and archives cannot capture this information so were not helpful. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) correction: the following statement should have been populated as follows in the supplemental regulatory report submitted on 2025-06-25 (rr#: 1723170-2025-01642): "h2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.0.1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.